Event description:
Additional information was received from the patient (pt). The pt reported the implant was removed on 2018-nov-27. The pt then reported it was not removed this time, an MRI showed the wires bunched up around the ins, and the doctor said that was ok. Weight was received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt current ins is not registered. The current ins registered was replaced due to an infection. Pt stated she was on antibiotics for 9 months post implant (B)(6) 2018 but the ins was not healing. Pt reported the ins got infected and moved all the way to the bottom of her butt and the ins was sticking out of the skin. The doctor cut a hole in the butt to take it out and the ins was moved to the other side. The current ins serial number is (B)(6). Patient services specialist (pss) is sending a request to prs to get the new ins registered. Pt is not sure of the exact implant date. Pt stated they are working with a different doctor now. See related call note for the email to prs with the hcp and ins update. Rtg0529561

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.